Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm a33. Customer's blood glucose was 190 mg/dl. The customer's father reported that they can't get out of rewind loop, insulin is squirting out after rewind is done. The customer's father stated that the unable to exit rewind loop. The customer stated that the device was not dropped or bumped and cap is normal. The customer was advised to discontinue use of pump and revert to a backup plan. The customer insulin pump is oow.